Manufacturer narrative:
Additional information: patient reference # (B)(6) (son). Kit lot number - vto10042786. Kit manufacture date - 01/25/2021. Kit expiration date - 01/25/2022. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that patient samples associated with patient reference #(B)(6) (son) and patient reference #(B)(6) (mother) were both collected from the (B)(6)) site on (B)(6) 2021. The patient samples were received by the testing lab on (B)(6) 2021 and both tests resulted in positive results on (B)(6) 2021. Testing for both samples began on (B)(6) 2021 at 11:34pm on (B)(4). Patient reference # (B)(6)(son) sample was initially located in position c2 and resulted in a viral CT value of 29.5, which falls under the positive range. A repeat test was performed on (B)(4), position b2 in order to confirm the results. The repeat test resulted in a viral CT value of 29.0, which also falls under the positive range. Patient reference # (B)(6)(mother) sample was located in position b3 and initially flagged for repeat because it resulted in a viral CT value of 38.4, which falls under the repeat range. The patient's sample was repeated on (B)(4), at position e1. Repeat testing for the patient's sample resulted in a viral CT value of 36.5, which falls under the positive range. Per the clinical laboratory's investigation, the results obtained for both patient samples associated with patient reference # (B)(6)(son) and patient reference # (B)(6)(mother) were reported correctly and any contamination to the patients' samples were ruled out based on evaluation of curative's testing process. (B)(4) was manually created in plating ((B)(4)), extracted using the (B)(4)method (B)(4), version (B)(4) reagent lot #s for lysis buffer (B)(4), bbd (B)(4), bbd iso (B)(4), wash wbe (B)(4), wash wbe 2-propanol (b)(4(, ethanol (B)(4), elution (B)(4)), and prepared for pcr using the bravo method and mastermix from batch 40 ((B)(4)). Plate-(B)(4) was manually prepared in plating ((B)(4)), extracted using the (B)(4) method ((B)(4), reagent lot #s for lysis buffer (B)(4), bbd (B)(4), bbd iso (B)(4), wash wbe (B)(4), wash (B)(4), ethanol (B)(4), elution (B)(4)), and manually prepared for pcr using mastermix from batch 43 ((B)(4)). Plate-(B)(4) was manually created in plating ((B)(4)), extracted using the (B)(4) method ((B)(4), reagent lot #s for lysis buffer (B)(4), bbd (B)(4), bbd iso (B)(4), wash wbe (B)(4), wash (B)(4), ethanol (B)(4), elution (B)(4)), and prepared for pcr using the integra method and mastermix from batch 40 ((B)(4)). Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. A customer success team member responded to the patient on (B)(6) 2021 via phone call and explained to the patient how curative's pcr test works. The email also explained how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim for false positive results for patient samples associated with patient reference #(B)(6)(son) and patient reference #(B)(6)(mother). The result of the investigation clearly showed a true positive result for both the complainant and her son.

Event description:
The patient called in claiming that she and her son received false positive results from curative. The patient also stated that they both had covid-19 in the past 90 days and are vaccinated.